Manufacturer narrative:
H11: review of this MDR and the additional information received finds that there is no longer information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. H11: h6 codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who confirmed that they received the replacement communicator and the charging cable. The patient stated that the new charging cable was working with their old communicator, so they will just keep their old communicator and the new charging cable and send back the communicator that was just shipped to them.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator would not charge. The patient has tried different cords and outlets which did not resolve the issue. While on the call the patient reported service code 338 (connection interrupted) which the agent reviewed. The patient stated when she is trying to bolus, the handset is lagging for a long time at 91%. The patient boluses 14x a day. Per ptm bolus duration - 2 min lock 1 hour dose restriction 1/1 max activations: 14x day. An email was sent to the repair department to replace the communicator due to the communicator not charging. The patient stated the port is loose or bent. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 08-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.